Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found damaged insulation consistent with procedural damage. No other anomalies found.

Manufacturer narrative:
Correction: h6 should have been unintended use error.

Event description:
It was reported that during implant device interrogation revealed insulation damage on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.